Event description:
It was reported that the insulin pump alarmed motor error when attempting to delivery bolus. The customer does not use the sensor feature on the insulin pump. Customer was able to complete the rewind sequence and clear the alarm. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The blood glucose was 216mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
This information is provided in response to your request dated november 7, 2014 for additional information. It was reported that the insulin pump alarmed motor error when attempting to delivery bolus. The customer does not use the sensor feature on the insulin pump. Customer was able to complete the rewind sequence and clear the alarm. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The blood glucose was 216mg/dl. Nothing further reported.